Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation. Visual inspection showed that both tamper seals were removed. The returned device was found to be in poor condition. Internally, the pump had burnt and extensive thermal damage to the power supply assembly and ac receptacle were observed. There was also extensive smoke damage to most of the other internal components. The components were also contaminated. The aforementioned issues were the result of fluid ingression.  The investigator was unable to access the event history log due to the power issue. Large amounts of fluid entered the pump, shorted the main power supply, and burnt the a/c receptacle. The pump was beyond economical repair due to the extent of the damages to the power supply, interconnect board, main pc board and lcd display.

Event description:
Information was received indicating that a smiths medfusion® 4000 syringe pump has power up issues and was burned inside. There was no reported injury to the patient.